Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer filled the cartridge with 300 units of insulin, and a inaccurate fill estimate was received. Subsequently, an empty cartridge alarm occurred due to the inaccurate fill estimate. Customer's blood glucose (bg) level elevated to above 600 mg/dl and customer had large ketones, and customer was admitted to the emergency room (ER). Reportedly, the customer did not resume insulin for "a number of hours" after the empty cartridge alarm occurred. Customer was treated with manual injections, had blood work, and had a urinalysis while in the ER. Customer was in the ER for 8 hours. Customer was "stable" and had a bg of 454 mg/dl upon being released from the ER.